Manufacturer narrative:
Investigation: customer returned (86) used 31g x 8mm bd pen needles without tear drop labels attached. Consumer reported found 2 pen needles that would not press out insulin today. All 86 returned pen needles were examined, and the following was observed: 76 with bent non-patient end (npe) cannulas. 4 with broken npe cannulas. 6 with straight npe cannulas; these 6 samples were tested for flow using a test pen injector, and all 6 were able to expel properly. No evidence of manufacturing defect was observed on any of the 86 returned pen needles. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 86 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. Unable to perform a DHR review due to an unknown lot number. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
Material no: 320109, batch no: unknown . It was reported that during use of the bd ultra fine¿ pen needle that the needles would not press out insulin. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot #.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 320109 batch no: unknown. It was reported that during use of the bd ultra fine¿ pen needle that the needles would not press out insulin. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: found 2 pen needles that would not press out insulin today. Finding with several other boxes within past many months. Unknown lot #.